Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for arch aortic aneurysm. The dsf was inserted from left access. The ctag ac was successfully deployed. Access vessel check was performed leaving the guide wire. It was considered there was no problem, and wound was closed. Since pulse feeling was not good, re-angiography and intravascular ultrasound (ivus) were performed. Then, dissection was observed in the left external iliac artery. The stent was deployed to cover the dissection. The patient tolerated the procedure. The physician stated that the access route was narrow, and there was calcification too.

Manufacturer narrative:
H6: code 22- the gore® dryseal flex introducer sheath IFU states adverse events that may occur and / or require intervention include: vascular trauma (i.e. Dissection). H6: component code added h6: investigation conclusion code 22 added - the gore® dryseal flex introducer sheath IFU states adverse events that may occur and / or require intervention include: vascular trauma (i.e. Dissection).